Event description:
It was reported the patient had a loss of therapeutic effect, withdrawal symptoms, fever, severe dehydration, and developed rhabdomyolysis. The patient was admitted to the hospital ICU in critical condition. All tests for infection came back negative. A dye and rotor study were performed and both revealed normal device function. The hcp was instructed to reinstate the itb therapy stat, but the patient also experienced bleeding tendencies which may have caused the patient to continue bleeding for an hour or longer. The drug in the pump was compounded baclofen 2000 mcg/ml. No daily dose was reported. No patient outcome was available at the time of this report. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(Bleeding tendencies and rhabdomyolysis).